Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after deployment, a leak was reported. Subsequently a second transcatheter bioprosthetic valve was successfully implanted valve-in-valve and resolved the leak. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that mild to moderate paravalvular leak (pvl) was reported after the first valve was implanted. If information is provided in the future, a supplemental report will be issued.